Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 407658, implantable pacing lead, implanted: (B)(6) 2012; 6947m, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that pocket infection and pocket erosion occurred. The implantable cardiac defibrillator was explanted. No further patient complications have been reported as a result of this event.